Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report and has been reported to the FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Physical investigation of product is not anticipated as the reporter indicated the device was no longer in their possession. An investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. This is a 1 of 5 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a skin reaction/irritation and a red bloody ring at the insertion site with their adc device and inquired about a change in the adhesive material. The customer stated this is the third occurrence. Adc customer service successfully reached the customer who indicated they no longer use the product and switched to a competitor device. The customer further stated they no longer have possession of the sensor. Based on the information provided, there was no report of serious injury associated with this event.